Manufacturer narrative:
The complaint has been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. Vygon (B)(4) reports the following regarding this complaint. The sample received was fractured at 6.8 cm from the proximal end. The reported event indicates that the distal portion of the catheter remains in the patient. Microscopic examination showed a rough fractured surface which is typical for an overload of tensile force (see photo). Further, a lot of fibers were visible along the catheter tube - especially between 14 and 16 cm (see photos). When flushing the catheter, no leakage could be detected. The catheter had been in place for nearly 9 weeks (62 days). When trying to get out a catheter which seems to be adnated into the vessel, vygon recommends utilizing the "splint traction method". Also, it was noted during the investigation that there was a powder substance that appeared to be similar to glove powder on the catheter. Glove powder, especially on latex gloves, may cause allergic reactions and adherence of the catheter on the vessel wall. Therefore, it is essential to remove the glove powder by washing the gloves with sterile water as outlined in the product's IFU. This is the 2nd complaint for the involved batches and the 3rd concerning a snapped tube for code 4g07126103 when trying to remove the catheter. No corrective action is warranted; however, both vygon germany and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
PICC was inserted on (B)(6) 2017. They tried to remove it at the end of therapy on (B)(6) but had difficulty. It finally broke mid catheter. They attempted to remove the remaining catheter surgically but they were only able to retrieve a portion. They were unable to retrieve the entire catheter which remains lodged in a small vessel. They have decided to wait until the child is bigger before attempting another retrieval.

Manufacturer narrative:
The malfunctioning sample was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
PICC was inserted on (B)(6) 2017. They tried to remove it at the end of therapy on (B)(6) but had difficulty. It finally broke mid catheter. They attempted to remove the remaining catheter surgically but they were only able to retrieve a portion. They were unable to retrieve the entire catheter which remains lodged in a small vessel. They have decided to wait until the child is bigger before attempting another retrieval